Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red 68) confirmed it was fractured and revealed a kink near the fracture location. This indicates that the red 68 likely kinked prior to fracturing. If the red 68 is manipulated at an angle or against resistance during use, the catheter may become kinked and subsequently fracture. Based on the reported event, the root cause of the damage could not be determined. Further evaluation revealed ovalizations on the catheter. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. After multiple attempts, the penumbra sales representative was unable to obtain enough device information to identify the lot number. The only device identifiers known are: d1 (brand name), d2a (common device name), and d2b (product code). Without the lot number for this device, unique device identifier (UDI) cannot be determined.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 68 reperfusion catheter (red 68), a non-penumbra microcatheter, and a stent retriever. The physician performed a solumbra technique in the target location using the red 68, microcatheter, and stent retriever. While retracting the red68 after the pass, the physician noticed the distal end of the red 68 was fractured. The physician was able to pull and successfully remove the red 68. The procedure was completed using a new penumbra system red 62 reperfusion catheter (red 62). There was no report of an adverse effect to the patient.